Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg rattles when shaken, further destructive analysis would be required to determine the cause of the rattle. No indications the ipg was dropped. Failed autotesting due mainly to broken internal header leads. Manual testing did not confirm that the ipg turns itself on. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with his scs system on (B) (6) 2009. The pt reported that the ipg would come on by itself after he had turned it off. The pt was given various steps to use with his programmer as options to avoid the issue, but the pt asked to have the system explanted. The pt was explanted on (B) (6) 2009. No further info is available.